Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As per medwatch, it was reported that, intra-op, the tip of the pituitary broke off. This was retrieved immediately with no injury to the patient. The product was not compounded. The product was not over the counter. The product came in contact with the patient. No patient complications were reported.